Event description:
The customer stated that she was hospitalized with diabetic ketoacidosis. The customer was vomiting and her blood glucose reading was 381 mg/dl when admitted. The customer stated that she has been getting several no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. The customer did not feel comfortable using the insulin pump and asked to have it replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube.